Event description:
The customer contacted physio-control to report that their device would not power on. It was also reported that installed batteries were rapidly depleted. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control determined that the cause of the reported failure was due to a shorted transistor, designator q1 from the analog pcb assembly. The shorted transistor caused other components to fail and also caused the digital pcb assembly to not power the device on. The customer received a replacement device.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.